Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative notified that the transmitter warranty period is close to end and was advised to monitor for further signal loss or low transmitter battery notice. No complaint device was returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 03/15/16 and did confirm the reported loss of connection. No additional patient or event information is available.